Event description:
Device diagnostic testing resulted in high lead impedance reading indicating possible device malfunction. The elective replacement indicator (eri) flag was no indicating that the device had not reached end of service. It was also reported that the patient could no longer perceive magnet stimulation. Further follow-up revealed that device diagnostic testing approximately 4 months prior was within normal limits, indicating that the device was functioning properly at that time. The pt had undergone breast reduction surgery between the time that the two diagnostic tests were performed. Neurologist indicated that the pt is doing fine and that the pt has opted that no intervention be taken for the time being. The pt is scheduled for follow-up with neurologist in approximately 3 months and will call the neurologist if they experience any problems in the mean time.